Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms after multiple set changes and also a motor error. No delivery alarm troubleshooting was performed. The customer's blood glucose was 175 mg/dl at the time of incident. The customer was advised to rewind the insulin pump, place new reservoir and a run a manual prime. It was reported that the insulin pump did not alarm no delivery with manual prime. It was advised that the no delivery alarm was resolved by changing reservoir. The reservoir will be returned for analysis. Motor error troubleshooting was performed. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind, had successful displacement test and manual prime. However, the alarm history contained a motor position encoder error. The customer was advised that the alarm was due to connection issue and to call back if the error recurs. The insulin pump will not be returned for analysis.